Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es was in disconnected mode. The station had been rebooted and power-cycled multiple times but remained in critical override status and displayed ¿disconnected.¿. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was configured with a static internet protocol (ip) address, which caused a network connectivity failure. A field service engineer physically inspected the network cable and confirmed it was connected correctly. The fse restarted the station, logged into support mode, and saved the existing ip configuration. The station was then switched from a static ip address to dynamic host configuration protocol (dhcp). Within three minutes, the station reconnected to the network and began passing traffic and the station synchronized with the hospital system. Escort successfully tested the station for network access and current patient information crossing from the hospital network. Proactive inspection process was completed. The system functioned as intended after the field service engineer resolved the issue.